Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the physician elected to implant 10 heli-fx endoanchors at various locations along the proximal neck of the endurant ii stent graft in an attempt to seal the proximal type I endoleak. All of the endoanchors were deployed successfully and the proximal type I endoleak was diminished but not completely resolved. The physician elected to monitor the patient over a three to six month course to determine whether the remaining proximal type I endoleak would self-resolve. Film evaluation summary: review of single cta slice in the coronal view (exact date unknown) revealed the patient possibly has an endurant stent graft system implanted. Due to the limited films received, the complete stent graft in-vivo configuration could not be assessed. No scale ruler or calibrated catheter were visible in the image provided, so the exact measurement could not be obtained. The image showed possible contrast outside of the bifurcate main body at the proximal aneurysm sac. The contrast was seen along the left wall. The exact source or origin of this contrast could not be conclusively determined from the image provided. The proximal margin of the bifurcate/aortic neck was not visible in the image provided. The length or diameter of the aortic neck could not be assessed. No other obvious stent graft issues were observed from the single image provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, conclusion: off-label, unapproved or contraindicated use (aortic neck length). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. It was reported that the patient returned for follow-up. The CT revealed that there is a proximal type I endoleak present. Per the physician, the cause of the event was related to the patient's anatomy; short aortic neck 5-7 mm in length. No clinical sequelae were reported and the patient will be monitored by the physician.